Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: jun 30, 2023; section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint cartridge was received inside of a bag. No additional materials were received. Visual inspection under magnification revealed that the complaint cartridge was received with the cartridge tip split. The alleged foreign material could not be identified. The cartridge tip damage present is consistent with a cartridge that had excessive force applied, suggesting that the complaint material may have been a piece of the cartridge tip. No further evaluation was performed and no further issues were identified. The complaint issues "cartridge damage" and "foreign material-loose" were not identified during product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue. However, due to the limited information available the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: ethnicity: unknown/asked but unavailable (asku). Section d4: lot number: unknown, as information was not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: telephone number: (B)(6). Section h4: device manufacture date: unknown, as the lot number was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Since the lot number is unknown, the complaint history review could not be performed. The manufacturing record review could not be performed because the lot number of the complaint product is unknown. Since the lot number is unknown, the complaint history review could not be performed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was delivered with the instrument through the cartridge it was discovered that a small fragment of plastic came with into the eye. The piece of plastic was removed. The nurse stated that there were no further complications with the patient. The patient has fully recovered. Through follow up, the customer did not know if the small fragment of plastic came from the cartridge or the platinum injector. The fragment was removed and disposed of. The patient has fully recovered. The cartridge and the injector are both being returned for evaluation. No other information was provided.

Manufacturer narrative:
Additional info: additional information was received reporting shooter and cartridge got stuck while inserting lens into eye. Resulted in a piece of plastic in the eye. No other information was provided. The following section has been updated accordingly: section h6: medical device problem code:1069 cartridge damaged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.